Event description:
It was reported that the device failed pounds per square inch (psi)test. The event occurred during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H4 - device mfg date: correction h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "the device failed pounds per square inch (psi) test.¿ was confirmed through functional testing. The probable cause was the upstream occlusion (uso) sensor. Flashed software. Changed downstream occlusion (dso) seal, calibrated dso. Further investigation found the battery door cracked and was replaced. Unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.